Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the event day and procedure date? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke after second knot. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/17/2020. A manufacturing record evaluation was performed for the finished device batch pgh727 and no non-conformances were identified. Additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis an empty opened overwrap and three unopened samples of product code eh7144h, lot pgh727. The complaint sample was not received for evaluation. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.